Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 1627487-2020-00437. It was reported that the patient experienced uncomfortable muscle stimulation. As a result, surgical intervention occurred to explant the system, which addressed the issue.